Event description:
A 20 year old gravida 1, para 0, at term, complete and pushing for 2 hours, when physician applied vacuum extractor device to assist descent of the fetal head to perineum. Documentation indicates device applied 4 times, through 22 contractions over approximately 40 minutes. Was noted that there was a fleshy piece of tissue presenting with the fetal head at the superior aspect of the vagina that was coming down with the head. Ob/gyn consult was obtained. After delivery of the infant, eval of the vagina reviewed the flap of tissue originating from the anterior vaginal wall. During the attempted vacuum application, apparently part of the vaginal tissue was compromised with the vacuum cup. Pt rec'd sedation during perineal repair, betadine soaked vaginal packing x24 hrs, a foley catheter and bedrest x 48 hrs. Re-eval by ob/gyn in 6 weeks.